Event description:
It was reported that during a laparoscopic lung resection procedure the ec60a was then used, but the surgeon felt it was hard to fire. Another device was used. The rep recommended the surgeon decrease the amount of tissue in the jaws. The case continued without incident with this device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, joint cover. The analysis results found that one ec60a device (b) was returned with the shaft tube cut in two pieces. The device was returned with an ecr60g cartridge reload partially fired 1/2 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the device. The anvil was opened and the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Furthermore the knife was found buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.